Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
After using the spider fx embolic protection device during a carotid angioplasty, it appears that the physician could not release the device normally by retrieving it with the blue part of the spider fx delivery catheter. After a long time attempting it, he decided to use another catheter with a larger inner lumen to retrieve the spider fx from the patient. There were no consequences for the patient and after the procedure they tried to use the filter with the spider catheter out of the patient and then it worked.